Event description:
It was reported that, when the spinal catheter was fixed during an implant procedure, the anchor was not easily pulled out of the anchor dispenser even though the procedure was progressed according to the surgery guide. After the anchor was pulled out by sliding with much friction, it was distorted. Something like an anchor was attached to the metal part of the anchor dispenser. It was not reported why the catheter was fixed. No patient symptoms were reported. The medication used within the system was gabalon.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# 0206291993. Product type: catheter. (B)(4). Only the anchor deployment tool and the detached anchor were returned. Analysis of the anchor revealed the anchor did not properly detach from the anchor deployment tool. Significant tearing was observed on one end, and remnants of silicone were seen attached to the hypotube of the anchor deployment tool. The anomaly seen was related to silicone blocking that occurred between the interaction of the anchor and the hypotube.